Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing noise resulting in false episodes of asystole being recor ded. The patient was driving at the time of the episodes and reported no symptoms. The icm remains in use. No patient complications have been reported as a result of this event.